Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the share source log files associated with home choice claria were reviewed. The review showed that the most recent treatments showed no excessive fill or drain volumes compared to the clinician programming. The largest drain volume was 2038ml during drain 4 of 5, which was below 200% of the programmed fill volume (3200ml). There was no indication of an iipv event associated with the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, home choice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced breathlessness and abdominal pain during dwell 4 of 5. The patient was connected to the homechoice claria device at the time of the events. The caregiver reported that the events occurred due to "too much fluid in the belly". A manual drain was performed and the drain volume was 1768ml (tuf=71ml). The caregiver reported they wanted to end treatment early as the device displayed stop dwell. Renal therapy services (rts) assisted the caregiver to end treatment and how to disconnect using aseptic technique. The caregiver refused to review the procedure. Rts advised the caregiver to contact the registered nurse to notify them that therapy was not completed and to report breathlessness. The device was operational, and a swap was not necessary. At the time of this report, the patient outcome was unknown. No additional information is available.